Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the right ventricular (rv) lead. It is unknown if it is related to conductor fracture or insulation damage. During the in-office follow up there was an observation of a high number of short v-v intervals. There was no change in rv lead impedances, no episodes and no alerts had been triggered. This was discovered by chance during the follow up. A follow up was scheduled one month later in order to assess rv lead status progression. In this follow-up there were more short v-v intervals. This oversensing could be reproduced during the follow up with provoking maneuvers. When the patient raises his arm, these artifacts appear. The lead was scheduled to be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician suspected a possible lead fracture. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.